Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and rec'd readings of 52 and 38 mg/dl. The normal control range was 98-135 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.